Event description:
Additional information was received that the lead was reviewed during an unrelated device exchange. The proximal portion of the lead was inspected but no issues were found. Electrical testing also found no abnormalities. The rv lead remains implanted and active with new device.

Event description:
During a follow-up, episodes of noise which resulted in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. No intervention was performed at this time. The patient is stable with no consequences.